Event description:
It was reported that the patient presented with inappropriate automatic mode switch exhibited on the pacemaker due to far r-wave over-sensing. No intervention was performed. There were no patient consequences

Event description:
New information received confirms that the pacemaker was reprogrammed.